Event description:
It was reported that stent dislodgment occurred. The patient was admitted with acute coronary syndrome. The 20 x 3.00 promus premier ous mr drug-eluting stent was selected for use. Before the device was fully inserted into the patient, the stent detached from the shaft. There were no patient complications reported.

Event description:
It was reported that stent dislodgment occurred. The patient was admitted with acute coronary syndrome. The 20 x 3.00 promus premier ous mr drug-eluting stent was selected for use. Before the device was fully inserted into the patient, the stent detached from the shaft. There were no patient complications reported.

Manufacturer narrative:
The promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. Visual/tactile and microscopic inspection revealed a hypotube break at 55.5cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the shaft. Visual inspection revealed no issues with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed no stent or balloon damage. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure and the stent was set between the proximal and distal markerbands with no signs of movement. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.